Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense and shock channels causing pacing inhibiton. There has been no inappropriate shocks administered. All the lead diagnotics are normal and stable. There are three such episodes which began 1 year after implant. The noise was not able to be recreated. Additional information was recieved stating during an invasive procedure to find the cause of the noise, it was found that the leads were not reversed in the header, the setscrews were tightened appropriately, and there was no sign of lead damage. A new rate/sense lead was placed, and the device was explanted.